Manufacturer narrative:
Concomitant medical devices: 407645 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lv threshold has also increased. Reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.